Event description:
It was reported that, when removing the scorpio ar cutting block, one of the serrated pins broke with a portion of the shaft of the pin being buried in the distal femur. This was not detected at time of surgery, but it became apparent when post op x-rays were taken.